Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device "needle that stayed on arm." The customer experienced symptoms described as bleeding at the sensor site and received third-party intervention from wife who cleaned area with alcohol and dressed the wound. The customer further reported having contact with an healthcare professional (doctor) who prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired but sharp was stuck inside sensor plug assembly. Applicator was not fired correctly, but applicator did not contribute to issues during wear. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It is observed that the lid was completely peeled off. The platform was inspected and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor plug assembly and was observed that shark was stuck and no issues were observed with sharp. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device "needle that stayed on arm." The customer experienced symptoms described as bleeding at the sensor site and received third-party intervention from wife who cleaned area with alcohol and dressed the wound. The customer further reported having contact with an healthcare professional (doctor) who prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.